Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting pharmacy due to meter results meter and test strips were returned for evaluation. Reported defect not reproduced on returned meter and strip. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: (B)(6): user had poor technique. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who indicated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back test results of 121, 147 and 102 mg/dl. The customer¿s expected blood glucose test result range is am fasting: 105-110 mg/dl; customer is only testing am fasting or after she wakes up (expecting same glucose range when she wakes up late). The customer feels well and did not report any symptoms. Customer called the pharmacy to ask them if is normal to get different readings testing back to back from same finger; pharmacy had advised customer to contact manufacturer. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 11/25/2026 and open vial date is 2 weeks ago. The meter memory was reviewed for previous test result history (she woke up today almost at 12pm and tested an hour or 2 later): result 1: 121mg/dl date: (B)(6) time: 2:52pm fasting. Result 2: 147mg/dl date: (B)(6) time: 2:51pm fasting. Result 3: 102mg/dl date: (B)(6) time: 2:49pm fasting. Result 4: 92mg/dl date :(B)(6) time: 2:35pm fasting. Result 5: 118mg/dl date: (B)(6) time: 8:29am fasting.